Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (renal dysfunction, patient condition, and the patient's outcome) cannot be conclusively determined. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists renal dysfunction and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted for management of pain and stabilization of cardiovascular status and international normalized ratio (inr). The patient was taken to surgery for their leg. A post-op ileus caused the patient to develop acute abdominal pain and possible gallbladder rupture was observed on computed tomography (CT) scan. The patient was transferred to the intensive care unit (ICU) with progressive vasoplegia refractory to pressors. Kidney failure was attributed to worsening heart failure and multifactorial concerns the patient was intubated but continued to deteriorate and was ultimately transitioned to comfort care. The patient passed away on (B)(6) 2022 due to femur fracture and kidney failure. The device operated as expected.

Manufacturer narrative:
Patient weight has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to kidney failure.